Event description:
The customer reported that she was hospitalized due to low blood glucose levels and a hernia. The blood glucose reading at the time of admission was unk. The customer stated that his insulin pump settings were too high, causing the low blood glucose levels. The customer's health care professionals were working on getting the settings correct. The customer also stated that she dropped the insulin pump during the hospitalization, and cracked the battery cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.